Manufacturer narrative:
(B)(4). Date sent 2/25/2025. D4 batch #128d71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and a reload present. The reload was received fully fired with no damages in appearance. A battery pack was returned with no damages in appearance. No packaging materials were returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 128d71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/23/2025. D4: batch #. Additional information was requested, and the following was obtained: 1. Please provide more details for "the device was locked out? Unk. 2. Could you please provide more details for device malfunction? Unk. 3. Was the firing sequence started but not completed? Unk. If yes: 4. Did the device deliver any staples? Unk. 5. If yes, were the staples formed properly? Unk. 6. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Unk. 7. Were there staples missing from the staple line? Unk. 8. Did the device cut? Unk. 9. If yes, was the cut line complete? Unk. 10. If yes, was there any issue with the cut line 11. Was there any difficulty opening the device jaws? 12. If yes, what steps were taken to open the jaws. Unk. 13. If the jaws could not be opened, how was the device removed. Unk.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch#: unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the device was locked out" could you please provide more details for device malfunction? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open pneumonectomy, the primary surgeon pulled the firing trigger and released it after the sound stopped, but the knife did not return and the jaws did not open. The operation changed to the assistant doctor and pulled the firing trigger, and it was felt that the knife moved slightly. When the firing trigger was released, the knife returned and the jaws opened. (This event was the 1st firing.) From the next firing, a new device was put out to handle the situation. The device was locked out. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.